Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the date the frayed wire was observed is unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found that cuts were observed in the forceps wire, the bending angle was insufficient and the play in the angle knob was out of normal state due to elongation of the angle wires, there were wrinkles in the insertion tube, the illumination lens had cracking, the objective lens adhesion part was cloudy, the curved rubber adhesive was cloudy and missing, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the forceps raising wire of the evis lucera duodenovideoscope was frayed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the inside of the lighting lens was dirty. The report is being submitted due to dirty lens found during evaluation.